Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the reported malfunction. No component replacement was needed. The device passed all required tests, and the ventilator was operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator was not communicating with the external alarm. There was no report of pt involvement.